Event description:
The following information was reported to gore: on an unknown date, the patient underwent endovascular treatment of a descending aortic aneurysm using conformable gore® tag®thoracic endoprosthesis. The device information and the procedure date are unknown. On (B)(6) 2022, the patient underwent emergency endovascular treatment for an impending rupture of distal arch aortic aneurysm using gore® dryseal flex introducer sheath as an accessory during the procedure. Reportedly the distal arch aortic aneurysm was a newly developed aneurysm in a different site, and it was not within the treatment site of the ctag placement at the index procedure. After stent graft placement, when the 22fr sheath was removed, it was confirmed the right external iliac artery was injured. The patient blood pressure decreased, and blood transfusion was required. Two stent grafts of gore® excluder® aaa endoprostheses (iliac extender endoprosthesis) were additionally implanted in the right iliac artery. The right internal iliac artery was decided to be covered by one of the stent grafts. Hemostasis remained difficult even after the placement of stent grafts, and the vascular graft replacement was performed. The patient tolerated the procedure. Physician's comments: the patient was old and had a poor access site.

Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.